Event description:
Based on medical records provided by the pt's attorney: on (B)(6) 2006, pt underwent open ventral hernia repair with composix kugel mesh and excision of non-healing scar. On (B)(6) 2006, pt states at office visit that the area of the excised non-healing scar had opened up the day prior. On (B)(6) 2007, office visit, pt presents with mild drainage, and pain around incision site. States that she is unable to restart wound vac due to insurance issues. No evidence of sepsis, abscess, or cellulitis. On (B)(6) 2006, pt underwent incision and drainage of surgical site infection and removal of composix kugel mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh, therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. Based on medical record review this pt who has had multiple operations via a low midline incision presented with a bulge in her mid abdominal region and non-healing scar that has been present since her hysterectomy. The mesh was noted upon excision to have had minimal adhesions to the underlying omentum. Tissue and wound cultures from the (B)(6) 2006 mesh excision grew bacterial infection. In (B)(6) 2007, a clinical progress note from a wound clinic noted that the wound was cultured and showed the wound was colonized with (B)(6). However, no culture report was found in the medical records provided. Currently, it is unk whether the device may have caused or contributed to the reported event. The IFU warning section states: "the use of any permanent mesh or patch in a contaminated or infected wound could lead to fistula formation and/or extrusion of the prosthesis." The IFU also states: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved injection, however, may require removal of the prosthesis." Adhesions are listed as possible complications in the adverse reaction section of the IFU. Additionally, no sample was returned for eval. No conclusion can be drawn at this time.